Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing hypoglycemia and hyperglycemia. The customer¿s low blood glucose was 41 mg/dl and was treated with food. The customer¿s high blood glucose was 531 mg/dl and was treated with bolus. The customer was experiencing low blood glucose since the morning. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer declined troubleshooting for low and high blood glucose. The insulin pump will not be returned for analysis.